Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The patient's pre-op refraction was -1.5 d and after implantation of a rayone aspheric rao600c +22.5 d their refractive outcome was -6.25 d. On an unknown date post-operatively, the patient underwent an iol exchange. The healthcare facility reports that the refractive outcome of the patient following lens exchange is -4.5 d. Rayner is following up with the healthcare facility via its (B)(6) distributor to obtain additional information to facilitate further investigation of the event. There is currently insufficient information available to determine the cause of the unexpected refractive outcome.

Event description:
On 29th october 2019, rayner intraocular lenses limited received notification from its (B)(6) distributor of an event that occurred following implantation of a rayone aspheric rao600c. The event description provided states that the patient's post-operative refractive outcome was not as expected.